Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was returned for analysis. Inspection of the device found that the guidewire had been shaped and was bent on the distal section. Inspection of the device found that the polytetrafluoroethylene (ptfe) coating had been slightly peeled off 28.0cm from the proximal end, in the same region where the torque device appeared to have been tightened. The guidewire hydrophilic coating was checked with wetted fingers and was confirmed to be present. The device was back loaded into a demonstration microcatheter and no difficulties were encountered. No other anomalies were noted. The damage noted to the ptfe coating is indicative that the torque device was not securely attached to the device and moved along the length of the device causing the observed damage. The directions for use specifically instruct that the torque device should be securely attached to prevent such damage from occurring. Therefore, it was concluded that user error was the most likely cause of the reported issue.

Event description:
Analysis of the returned device revealed polytetrafluoroethylene (ptfe) coating was peeling off of the guidewire. There was no reported clinical consequence to the patient.